Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 385mg/dl. The customer's most current level was 102mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist. The customer did not feel comfortable with pump and was requesting it be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.